Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the intellanav mifi open-irrigated ablation catheter was visually inspected, and the tubing was found completely detached. Product analysis confirmed the reported events of tubing set fluid leak, tubing set damaged/defective, and message- excessive temperature. With all available information, the problem was traced to the design specification.

Event description:
It was reported that fluid leak on tubing set. During radio frequency ablation procedure to treat atrial flutter, an intellanav mifi open-irrigated ablation catheter was selected for use. The physician observed leaking at the tubing part of the catheter. It was physically checked the tubing part of the catheter. The error message was displayed is d05 excessive temperature. The leak was at the irrigation port and there was a damage on the luer. The pump that was used are metriq pump and maestro 4000 at the flow rate 2/15/30 ml/min. The catheter was replaced, and it resolved the issue. The procedure was completed via alternative method. There were no patient complications. The device is expected to be return for analysis.

Event description:
It was reported that fluid leak on tubing set. During radio frequency ablation procedure to treat atrial flutter, an intellanav mifi open-irrigated ablation catheter was selected for use. The physician observed leaking at the tubing part of the catheter. It was physically checked the tubing part of the catheter. The error message was displayed is d05 excessive temperature. The leak was at the irrigation port and there was a damage on the luer. The pump that was used are metriq pump and maestro 4000 at the flow rate 2/15/30 ml/min. The catheter was replaced, and it resolved the issue. The procedure was completed via alternative method. There were no patient complications. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.